Event description:
It was reported that during prophylactic replacement of the rv lead, the other leads dislodged. The leads were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned and analyzed. Blood found on proximal conductor and helix; helix distorted/bent; lead stretched. (B)(4) no anomalies found; the full lead was returned and analyzed. All conductors distorted; outer insulation breached cut.